Event description:
It was reported that the customer was admitted to the hospital yesterday for low blood glucose levels. It was also reported that the customer was in the process of rewinding the insulin pump and became frustrated. Customer gave a manual injection with a syringe and used his carb ration of 1-8 instead of his insulin sensitivity of 1-55. Customer gave himself too much insulin. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.